Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 3.00 x 28 synergy¿ drug-eluting stent was selected for use. However, after preparation of the device when the protector sheath was removed, it was noted that the stent had become loose and shifted from its position and moved forward on the balloon catheter. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr 3.0 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal end of the stent pulled distally over the tip, struts were lifted, stretched and distorted. The proximal end of the stent was securely crimped onto the balloon and no movement was noted. The balloon cones were reviewed and no issues were noted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. In addition the od (outer diameter) of undamaged proximal section of the returned device was measured and is within specification indicating no issue with crimped stent profile. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Based on the specified stent protector profile and the max crimped stent profile, there are no issues to note with the interaction between the two components. A visual and tactile examination found no kinks or damage on the hypotube. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the shaft polymer extrusion profile found a midshaft kink 3.5mm distal from the hypo/midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 3.00 x 28 synergy drug-eluting stent was selected for use. However, after preparation of the device when the protector sheath was removed, it was noted that the stent had become loose and shifted from its position and moved forward on the balloon catheter. The procedure was completed using a different device. No patient complications were reported.